Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: right essure in uterus") and device breakage ("device breakage") in a female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (other) describe: vaginitis"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain ("body aches"), abdominal distension ("abdominal bloating") and abdominal pain ("abdomen pain"). The patient was treated with surgery (on (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device expulsion, device breakage, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, tooth disorder, dysmenorrhoea and vaginal discharge outcome was unknown and the fatigue, pain, abdominal distension and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Patient demographic, essure insertion date on (B)(6) 2011 and removal date on (B)(6) 2015, lot number added. Events added per pfs: (abnormal bleeding (vaginal, menorrhagia), infection (other) describe: vaginitis, migraines / headaches, migration of essure device location of device: right essure in uterus, dental problems, device breakage, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, other injury(ies) or complication(s) please describe: abdominal bloating, body aches) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: right essure in uterus") and device breakage ("device breakage") in a 46-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included umbilical hernia, endometritis and vaginal odor. Concomitant products included metronidazole (flagyl). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal disorder ("vaginosis") and weight increased ("weight gain"). On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth breaking"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (other) describe: vaginitis"), pain ("body aches/ pain all over body pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal infection, tooth disorder, dysmenorrhoea, vaginal discharge and vaginal disorder outcome was unknown, the vaginal haemorrhage, migraine, headache, fatigue, pain and abdominal pain lower had resolved and the abdominal distension, abdominal pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain, tooth disorder, tooth fracture, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: CT shows essure in the uterus and told to have it removed. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain, metrorrhagia, abdominal distension, vaginal bleeding. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vaginal disorder, weight increased, tooth fracture, abdominal pain lower were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: right essure in uterus") and device breakage ("device breakage") in a 46-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included umbilical hernia, endometritis and vaginal odor. Concomitant products included metronidazole (flagyl). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal disorder ("vaginosis") and weight increased ("weight gain"). On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems") and tooth fracture ("teeth breaking"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal infection ("infection (other) describe: vaginitis"), pain ("body aches/ pain all over body pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the device expulsion, device breakage, menorrhagia, vaginal infection, tooth disorder, dysmenorrhoea, vaginal discharge and vaginal disorder outcome was unknown, the vaginal haemorrhage, migraine, headache, fatigue, pain and abdominal pain lower had resolved and the abdominal distension, abdominal pain and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain, tooth disorder, tooth fracture, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: CT shows essure in the uterus and told to have it removed concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain, metrorrhagia, abdominal distension, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.